Manufacturer narrative:
This report is filed march 13, 2015

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection. It is unknown if there are plans reimplant the patient with a new device as of the date of this report, february 12, 2015.

Manufacturer narrative:
(B)(4).